Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The removed power pcb was further evaluated by stryker. It was determined that the cause of the reported issue was due to diode, designator cr20. Cr20 was electrically shorted.

Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to duplicate the reported issue. The stryker technician replaced the power pcb assembly to resolve the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.